Manufacturer narrative:
(B)(4). Additional information: an intra-operative photo was received. This back table shot of a black cartridge appears to have achieved a full firing stroke as can be indicated by the yellow staple drivers at or near the cartridge deck. The outer row of staples approximately ½ way down the cartridge on the distal end did not deliver as intended. The cartridge pan looks to be attached. No other anomalies noted. Based on the photo evidence of the subject gst60t cartridge, the event description can be confirmed. Hands on analysis of the device and cartridge may provide the evidence necessary to determine the root cause of the complication.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Batch # unk.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the device and black reload position as normal for the first firing of the procedure. Device closed normally and pre compression time of at least 30 seconds was achieved. Device was fired and upon opening of device it was noticed that the remnant side of the stomach was attached to the cartridge half of the stapler. The stomach was removed from the cartridge half of the stapler with a grasper upon which the reload was seen to have not fired the outer row of staples. The sleeve gastrectomy was completed as per normal and at the end of the procedure the staple line was over-sewed and leak tested (normal result). There were no adverse consequences for the patient reported. There was a delay of ten minutes. One device and one reload will be returned.